Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Initial information for this report was received from the national agency for the safety of medicine and health products (ansm) of (B)(6). International customer reported that approximately 20 mls of unspecified chemotherapy medication leaked from a peripherally inserted central catheter (PICC) line. The conditions and circumstances including the device implantation date and duration of implantation were not provided. The leak was observed at the level of the anti-reflux valve. The PICC line leak was sealed ("plaster" ) and the anti-reflux valve disconnected. Attempts to obtain additional information from the customer were not successful. No further event or patient information was provided.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, device history record, instructions for use (IFU), quality control, and specifications of the device was conducted during the investigation, and no issues were found related to the reported issue. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The turbo-ject standard power injectable PICC line PICC is shipped with instructions for use (IFU), which clearly state the proper warnings, precautions, and instructions for use with each device. Specifically; ¿do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter size should be as small as the use will allow¿. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.